Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead and associated device displayed pacing impedances of less than 200 ohms. The system also displayed high pacing thresholds. Of note, the system had displayed historically low pacing impedance measurements. The patient was seen for a revision procedure where the lead was surgically abandoned and the device was replaced. There were no adverse patient effects reported. The products are not expected to be returned for analysis.